Manufacturer narrative:
Device eval by manufacturer: the athletis device was received for analysis. Based on the event, the balloon markerbands, tip, shaft, and markerbands were examined. A visual examination of the balloon markerbands identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole, located approximately 15mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this event. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that the balloon ruptured. An 8mm x 100mm x 75cm athletis pta balloon dilatation catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure in an arteriovenous (av) graft. The target lesion was 70% stenosed with no calcification. During the procedure, the balloon was inflated for one minute. On the second inflation, the balloon deflated almost immediately before reaching 20atm. The balloon was successfully removed. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post procedure. It was further reported that the first inflation was at about 10 to 15 atmospheres (atm), to create a passage. During the second inflation at the treatment site, the balloon reached about 19 atm. The physician locked and set the inflation device down and the balloon deflated immediately and quickly.

Event description:
It was reported that the balloon ruptured. An 8mm x 100mm x 75cm athletis pta balloon dilatation catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure in an arteriovenous (av) graft. The target lesion was 70% stenosed with no calcification. During the procedure, the balloon was inflated for one minute. On the second inflation, the balloon deflated almost immediately before reaching 20atm. The balloon was successfully removed. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post procedure.